Event description:
A peritoneal dialysis rn has reported an event that occurred to a patient receiving care from her unit. It was reported that the patient was connected to the cycler undergoing treatment, when on the night sometime in 2008, was awakened by fluid in the bed. The patient had discovered a leak in the treatment set, coming from the 2nd section of the pin connectology. When the patient detected this event, the treatment was discontinued. The patient was evaluated for a possible contamination at the clinic in the morning of the next day. This patient received one intraperitoneal prophylactic dose of antibiotics for contamination. The rn has verbally reported that the patient is fine and did not suffer any ill effect or require any additional medical treatment caused from this event. This patient is able to continue peritoneal dialysis as ordered. The sample is available for an evaluation.